Event description:
It was reported that since a device change out the lead has had one episode of out of range impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Daily pace impedance trend data shows a spike increase for ventricular pace bi impedance= 437 to 1824 ohms peak between (B)(6) 2011, then returns to a baseline of 437 ohms on (B)(6) 2011.